Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the pads/paddles ECG test. There was no patient involvement.

Manufacturer narrative:
The therapy pca and power pca were replaced and the device passed all performance assurance testing and was placed back in service.

Manufacturer narrative:
A supplemental report for failure analysis info: one therapy pca and one power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the therapy pca or with the power pca. Philips cannot rule out a malfunction of the therapy pca or power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.